Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was inaccurate. The customer did not provide a reason for how pump time and date became inaccurate. Tandem technical support guided the customer through adjusting the pump time and date to be accurate. There was no reported impact to customer's blood glucose level.